Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lower screen of the epg (external pulse generator) would not come on while attached to a patient in the cvicu (cardiovascular intensive care unit) post-procedure. The nurse obtained a back up unit because the patient would pass out if their heart rate dropped below 50 bpm (beats per minute). The lower screen of the second unit also did not work, so a third unit was obtained and worked normal. The back up unit was sent to the biomed (biomedical engineer) where it was checked, the case removed, cables reseated and cleaned, and battery replaced. It started working normal, was returned to service, and remains in use, with no issues since repair. The epg will not be returned because it is obsolete and no longer supported. The patient was not affected by the incident according to the nurse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.